Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure the patient developed restenosis. Target lesion 1 was in the right coronary artery (rca) with a 2.1mm reference vessel diameter and an 18mm target lesion length. Pre-procedure there was 77% stenosis and 0% residual stenosis post-procedure. The liberte stent with a 3mm diameter and a 28mm length was implanted. A non-bsc balloon dilatation catheter was used during pta. No attempt made for direct stenting. No additional procedure was performed in the target lesion. The procedure was a technical success. Target lesion 2 was in the right coronary artery (rca) with a 2.1mm reference vessel diameter and a 6mm target lesion length. Pre-procedure there was 62% stenosis and 0% residual stenosis post-procedure. The liberte stent with a 2.75 mm diameter and an 8mm length was implanted. No additional procedure was performed in the target lesion. The procedure was a technical success. Prior to discharge, the patient underwent re-intervention of lesion 1 in the target vessel on the day after the index procedure due to anginal status and angiographic evidence of stenosis. Visual estimation of stenosis was 90%. The patient was discharged four days after the index procedure with no anginal complaints or silent ischemia. The discharge medications were asa 100 mg/day for 12 months and clopidogrel 75 mg/day for 12 months.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.